Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. Surgeon had difficulty implanting item nx121. It was "sticking laterally" and not seating into the tibia baseplate correctly. After surgeon did get it implanted, the screw hole in the poly and the tibia baseplate did not align properly. Type of procedure: total knee replacement. No patient injury. Delay in surgery was less than 5 minutes. No additional intervention required.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a pansonic dmc tz8 digital camera. We made a visual inspection of the implant. Here we found visible damage. Additionally the implant was checked by the precision measurement room. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files, a material defect and production error can be excluded. A usage error appears to be the causal factor. According to the report of the precision measurment room, there is no error that would cause the gliding surface to be seated incorrectly. The visible damage could have been caused by clicking the implant into the tibial component and then levering it out with an instrument. Furthermore the surgeon admitted: "this may be surgeon error;..." No CAPA is necessary.